Event description:
The customer received a control reading of 55 mg/dl on her contour meter. The range was 101-104 mg/dl. No ae was alleged. New test strips were sent to the customer and she is expected to return her strips for evaluation.